Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system turned off in the middle of surgery. According to hospital technician, there was a message about a foot pedal problem, a problem with the "frame test" and an issue with the lamp. The physician restarted the system twice to continue and complete surgery. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer, reporting the footswitch was sticking during surgery. The staff shut down the system and rebooted to complete the case. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction.